Event description:
The plaintiff's attorney alleged the decedent expired on or about (B)(6) 2013, after use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.